Event description:
Pt placed in tub chair and chair fell to floor. On 12/19/94 tub chair examined by maintenance department and found to be without damage. Pt treated for non-displaced fracture left fibula with a walking cast.